Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the patient had pocket site discomfort and was able to flip the pump. They were unsure why it was flipping now. The patient was overweight and the pump seemed not to have been secured well. The patient was getting good therapy and there had been no interruption in pain relief. They planned to evaluate at the next refill in march when the patient saw the physician whether or not they needed to open the pocket and better secure the pump. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and consumer via a company representative (rep) indicated the patient was receiving intrathecal morphine 2 mg/ml at 0.224 mg/day. The event date was asked and unknown. The patient experienced pocket site discomfort and the patient reported the pocket was in a bad place in the left lower back/upper buttock and wanted it moved to the other side. The patient wished to have the pump moved to the other side buttock area. The physician opened the pocket site, cut the pump segment off, tunneled to the other buttock, attached a new pump segment, and withdrew from the catheter access port (cap) and received csf easily. It was noted the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event was unable to be obtained. The patient¿s weight (unknown) and medical history were asked and would not be made available. No further complications were reported/anticipated or expected.